Manufacturer narrative:
The device history record, rtr-0883-20001 l/n 28851824, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The physician mentioned that the patient had a very small left hepatic artery and ligated right hepatic artery. In addition, it was mentioned that the patient had a pump study that was abnormal but it was just a function of the technicium being injected too fast. Intera oncology medical affairs team reviewed physician information and concluded that the cause of the medication going in too fast to the artery was due to the patient's anatomy. The physician, as reported, was able to be resolved the issue by injecting much more slowly. Intera oncology asked the physician for patient information and not all the information was provided.

Event description:
Intera oncology was notified by a physician that a patient with aberrant anatomy had the medication injected at a "normal rate," but it ended up being too fast for their anatomy and the injection retrograded to the splenic artery.